Manufacturer narrative:
The customer cancelled the case stating the hospital biomed resolved the issue. No additional information was provided.

Event description:
The customer reported a loss of alarm audio at their philips information center ix (piic pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.